Manufacturer narrative:
A medtronic representative went to the site to test the system. A replacement mobile view station (mvs) computer, image acquisition system (ias) computer, and power switching board were shipped to the site. After replacing the mobile view station (mvs) computer, image acquisition system (ias) computer, and power switching board, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. An investigation of the mvs computer, ias computer, and the power switching board was completed at the medtronic facility. No issue was found with the mvs computer and the power switching board. The ias was found to have a corrupt operating system which is what caused the reported issue. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that during a spine case, the 3d images appeared half white. The surgeon was unable to navigate on the images and had to respin the patient. After respinning the patient, the new images were fine and they were able to proceed with the case. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of approximately 10 minutes due to this issue. There was no impact on patient outcome.